Manufacturer narrative:
Concomitant medical products: bd 50 ml syringe; two (2) primary tubing; syringe tubing; therapy date (B)(6) 2016. (B)(4). The customer¿s report that the syringe pump alarmed for calibration during an infusion was confirmed. The inspection found physical evidence of possible rough handling; the tube drive arm had dents and scars on it. The left and right split nuts had wear and damaged threads. Functional testing resulted in the device failing the force sensor accuracy test and the plunger position accuracy test which requires movement of the drive during testing. The proximate cause of the syringe pump alarming for calibration is attributed to the split nut threads being damaged. The root cause for the damage to the split nuts was not identified.

Event description:
The customer reported that a syringe pump alarmed for calibration error during a dilaudid infusion; two (2) pump modules that were infusing lipids and tpn were unaffected. The syringe pump was replaced and there was no patient harm.